Manufacturer narrative:
The power supply was identified to have caused the reported behavior. The power supply was replaced and sent to the manufacturer for investigation. A transistor t2 was identified to have failed. This transistor is part of a dc/dc-converter. The evita xl responded to the power supply failure as specified for this condition: ventilation stopped, an acoustical alarm was generated in compliance to iec60601 and the breathing system was opened to atmosphere in order not to hinder spontaneous breathing. The failure rate of transistor t2 is not conspicuous. Replacement of the power supply has fixed the failure.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during use there was a sudden bang, ventilation stopped and a continuous alarm tone was generated. No injury reported.